Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high rv coil and superior vena cava (svc) coil impedance. It was noted there was a "jumpy rise" of coil impedance. In addition, the right atrial (ra) lead had previously been inactivated due to a "bad signal." The rv lead was replaced. No patient complications have been reported as a result of this event.